Event description:
It was reported that the cord caused a handpiece to run without user activation during a routine equipment evaluation at the user facility. Since this occurred during testing, there was no pt involvement. No user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
The cables connectors on both ends of the cable were inspected and it was found that the analog ground pin on the handpiece end of the cable was heavily corroded. This corrosion on the pin can cause the resistance to increase, and the analog ground reads this increase in resistance and tells the handpiece to run.